Event description:
Medtronic received information that during implant, the leaflets of this mechanical heart valve would not open with the flow of saline from a bulb syringe, or with the flow of blood. No impingement of tissue on the leaflets was observed. It was reported that the appropriate valve sizer was used in the correct manner. The physician explanted the valve and implanted another manufacturer's valve of the same listed size. There were no adverse patient effects. Device return is pending.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was visually inspected; there were no visual anomalies found. The valve was cleaned and dried; the leaflets were fully mobile. The valve passed all functional testing, which included full open and close function of the leaflets. The valve met all dimensional engineering specifications. The root cause of the leaflets not opening per the clinical observation could not be determined as the device met all specifications. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.